Event description:
In 1997, I had a left hip replacement with depuy implant. In (B)(6) 2003, I had a second surgery on the left hip revision, and again on (B)(6) 2012 the same hip. Date of use: (B)(6) 1998 - (B)(6) 2012.